Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. The motor drive unit was making a rattling noise and a grinding noise and the disposable would not function using this unit. A second like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4): damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.